Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin for the event. Pd therapy was withdrawn during the treatment. The reporter decline declined to provide additional information.

Manufacturer narrative:
Event date: the peritoneal inflammation occurred on an unspecified date "around " (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.